Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was out of calibration. In a good faith effort (gfe) response received on 31may2024 from the philips biomedical engineer (bme) at the customer site, it was stated that the customer had been unable to select the alarm tab due to the touchscreen being out of calibration. The bme performed a touchscreen calibration to resolve the issue. The device has been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.